Event description:
Procedure type: esophagectomy. According to the reporter: the surgeon was unable to connect the orvil to the instrument. A second orvil was used and the same difficulty was encountered. A new instrument of different size was used to complete the procedure; however, it was necessary to resect more tissue than anticipated. The pt is in well current condition.